Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient reported experiencing "shaking" vision and light flashes. (MDR#1119421-2001-01312) during follow-up with the surgeon, it was revealed that the patient had the same experience with the fellow eye following iol implant in 2001. The association between the iol's and this event is not known.